Event description:
C-cc-ip - introduction or placement difficulties; female patient presented for cardiac surgery. Initial difficulty placing the swan ganz catheter via internal jugular vein (right and left), decided to insert via right subclavien vein. Found resistance to fluid flow through proximal port of the swan ganz catheter and via avahf introducer lumens. Patient later transferred to intensive care unit following procedure. During one evening in 2009, a right ventricular trace was indicated via the swan ganz catheter, indicating catheter migration from the pulmonary artery (pa) to the right ventricle. The balloon was inflated and an attempt to reposition the catheter back into the pa was unsuccessful due to resistance. Contamination sheath was adjusted at the distal and proximal ends but made no difference to the resistance. Catheter was eventually pulled back into the right atrium but again with resistance. Concern that the catheter migrated backwards from the pa and that significant resistance was met with repositioning of the catheter (both forward and backward advancement). Staff were unable to continue monitoring pressures in the pa because repositioning with swan ganz catheter was not possible. Follow up indicated that a new catheter was placed - both right and left jugular vein.

Manufacturer narrative:
Device was disposed at hospital; will not be returned for evaluation.